Event description:
It was reported that the patient had inappropriate shocks due to atrial fibrillation. Also, the smartpass feature had programmed itself off. The clinic was unable to get the smartpass re-enabled. The doctor elected to explant the entire system and replace it with a trans-venous system. There were no additional adverse patient effects.